Event description:
During a radical prostatectomy the mcl20 clips were scissoring and not fully forming. Several mcl20 instruments were used to complete the case none of the used instruments were saved. The surgeon is returning 6 sterile instruments from the same lot#05243a. There was no consequence to the patient.

Manufacturer narrative:
Device was not returned for evaluation.